Event description:
It was reported that the pt has showed discomfort by crying and rejecting wearing processor since (B)(6) 2011. Taking off the external coil, the child immediately calms down. History of head trauma, ear infection and skin flap inflammation are excluded by clinician, while problems of external devices are ruled out. Testing of the device under general anesthesia indicates abnormal implant with significant different in impedance of channels between sequential measurements. Med-el was not informed of the case before the surgery had taken place.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.